Event description:
Adverse event(s): no consequence to patient (no known impact or consequence to patient). Product problem(s): device communication lost; system message displayed (device displays error message). The customer reported that the supervisor lost communication with the ultrasonic module. A system message displayed while using the fragmentation handpiece. The system was switched out and the case was completed with no additional issues. The procedure was delayed about five to seven minutes while they set up the second system. There was no patient injury.

Manufacturer narrative:
The reporter stated that the facility had discarded all consumables used during the procedure. No other samples have been returned for further investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).